Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up info received on 04-feb-09: the physician reports that the product was reconstituted with sterilized water only and the volume of sterilized water used was 5ml. Lidocaine or another topical anesthetic was used and the total amount of product injected was 14cc on each side of the face.

Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female pt who received two treatments of poly-l-lactic acid (sculptra), the first sometime in (B)(6) 2007 and the second sometime in (B)(6) 2007. Relevant medical history was reported as mild asthma and concomitant medication was reported as montelukast (singulair). Sometime in early (B)(6) 2008, the pt noticed some lumpiness at the upper nasolabial fold symmetrically right and left. This progressed down the nasolabial fold and has subsequently become somewhat circumoral within the nasolabial fold, slightly within the marionette lines, but also continued along circumferentially around the lateral chin, not in the chin, chin fold or lower or upper lip. On palpation, there was a firm indurated plaque measuring 1.5 cm in width surrounding the area. It was also palpable from the mucosal aspect where there were several rocky hard nodules. The reporter stated that the pt had not had previous injections of any type and specifically denied any use of articole or dermalive therapy in the past. He stated she was otherwise healthy, had no thyroid problems, and had no facial trauma, implants or surgery. The reporter stated it appears to be a chronic deep indurated response, most likely granulomatis, although no erythema was on the surface of the skin. The reporter commented that it was interesting that the changes developed one year after her last treatment, a time point where he expected all remaining poly-l-lactic acid to have been removed. The reporter mentioned that the reaction was 2 cm wide and 2 cm thick and it extended from the smile lines left to right of each side of the mouth, and from the nasolabial fold on top of the chin line at the bottom. The reporter stated that the area affected is an area where poly-l-lactic acid was injected. He mentioned that this did not look like a granuloma that he would have expected possible from poly-l-lactic acid and reported that he had seen similar reactions from another product. He reported minor redness, but not enough to consider it erythematous, but that the reaction was rapidly advancing. He reported that the pt was scheduled for a deep tissue assessment and biopsy. At the time of this report, the event remains ongoing. Reporter's causality assessment: not provided. Addendum for follow-up info received on 15-sep-08: clarification received from the affiliate that the pt is (B)(6). (B)(4). Additional info received on 30-sep-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.